Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 failed to activate repeatedly while completing the second half of harvesting branches of the saphenous vein. The problem is consistent with the polyfuse feature being activated repeatedly. The power setting was at 3 for the procedure. No attempts to change cords prior to opening a new hemopro 2 kit. This solved the problem and the procedure was completed without further incident. There was no patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25160851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/20/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four(04) repetitions using "max life test method (B)(6). The device activated and transected tissue four (04) times with no cautery failure observed with no excessive smoke observed. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was not confirmed.